Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a crack on the insulin pump. Customer stated that insulin was squirting out and the battery life was depleted on her pump. Customer stated that the pump was not working properly and she had to revert to insulin shots. Customer stated that the damage starts from the corner of the screen and goes toward the back of the pump. Customer declined troubleshooting for the insulin squirting out and the depleted battery life. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump alarmed compromised force sensor system during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The pump had a cracked reservoir tube lip, a broken belt clip slot at the battery tube threads area, cracked battery tube threads, a cracked case at the display window corner, a cracked lcd window and minor scratches on the lcd window.